Manufacturer narrative:
The device was returned to the MFR for evaluation. The system controller was connected to the equipment in the manufacturer's lab and the report of low battery alarms was confirmed during analysis. The black power cable was maneuvered and the yellow battery alarms became active which progressed to the red battery alarm. The black power cable was then stripped at the connector end which revealed a damaged inner conductor. This situation is being addressed through the manufacturer's corrective/preventive action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The biomedical engineer reported that the pt came into the clinic in response to intermittent yellow battery alarms with the system controller. The alarms were reported to spontaneously reset to normal when the pt was on battery power. The hosp exchanged out the system controller for a new system controller. No further problems were reported.